Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had "error code 46783" on startup. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and an intermittent downstream occlusion (dso) sensor and a corroded printed wire assembly (pwa) board was found. The dso sensor and pwa board were replaced to fix the issue.